Event description:
It was reported that a shaft brake occured. The target lesion was located in the right coronary artery. A 10/3.50 flextome monorail cutting balloon¿ was selected to treat the target lesion. While they were advancing the device up the 5f unspecified guide catheter, it was noted that the shaft broke inside the guide catheter. They removed the guide catheter and everything came out. They pulled another of the same device to complete the procedure. No patient complications reported and patient's condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received in two sections as a result of a break that had occurred in the hypotube. The break was located at distal to the strain relief. An examination of the distal section of the hypotube break revealed that a kink was present at distal to the break site. It is noted that the break and kink are all consistent with excessive force having been applied to the shaft. An examination of the balloon found no issues. The balloon folds were relaxed (opened outwardly). No damage was noted with the blades. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft brake occured. The target lesion was located in the right coronary artery. A 10/3.50 flextome monorail cutting balloon¿ was selected to treat the target lesion. While they were advancing the device up the 5f unspecified guide catheter, it was noted that the shaft broke inside the guide catheter. They removed the guide catheter and everything came out. They pulled another of the same device to complete the procedure. No patient complications reported and patient's condition is fine.

Manufacturer narrative:
(B)(4).